Event description:
A (B)(6) female patient called zoll customer support to report that she was receiving a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open yellow (pgnd) wire and an open pulse wire in the trunk cable. The root cause for the open wires could not be positively identified but was likely excessive force on the trunk cable. No adverse event resulted from the open wires. The patient received a replacement electrode belt.